Event description:
A CT report dated (B)(6) 2012, notes that the patient has a history of high infection. It is unknown whether or not the high infection occurred during or prior to vns therapy and what the relationship to vns is. Attempts for additional information will be made, but not information has been received to date.

Event description:
The physician's office reported that there was no mention of infection in the patient's file.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution. This information should have been included in the initial MFR. Report.